Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1007 ((post) vent-inop: machine and proximal pressure sensors failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1007 ((post) vent-inop: machine and proximal pressure sensors failed). The customer reported that after replacing the o2 solenoid valve, data acquisition (da) board, and mc (motor control) board to da board cable, the device was now displaying the 1007 error code. The rse recommended checking the cable between the mc and da pcba. The customer stated that cable was checked many times and there was no change. The rse noted that the ventilator info screen was not displaying the software from the power management (pm) board; the customer then stated that the data on the cpu (central processing unit) board was displayed. It was then noted that screen was not showing the part number, serial number or the hours. The customer would attempt to replace the pm board first, then a mc board. The customer stated that the pm board was replaced, but the issue was not resolved. After installing a mc board, the problem was solved. All of the voltages and data came back to the info screen.